Manufacturer narrative:
H6: the field service engineer (fse) visited the facility and examined the system. The fse decontaminated the system and replaced several of the ise (ion-selective electrode) module parts. The customer also changed the lot of buffer reagent. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneously high and low sodium and chloride results were generated by the synchron lx20 pro clinical system. The results were reported out of the lab. The customer recalibrated the system, ran quality controls then all samples run during the specific time period were retested. Corrected results are then issued. There is no report of any serious injury or need for medical intervention to prevent or preclude serious injury.